Event description:
Description of event according to initial reporter: anatomical range of application: within the range of application. Dissection was suspected, but the physician determined it was treated as a thoracic aortic aneurysm. Patient anatomy before surgery and at the time of malfunction (access route, etc.): no calcification or high flexion in either left or right access. Taa stent graft internal placement. The zta-d-36-190-w1 was scheduled to be placed distally via one debranch using left subclavian artery coverage, followed by a zta-p-42-225-w1 directly below the left common carotid artery. The zta-d-36-190-w1 delivery sheath was smoothly inserted through left access to the target site. The stent graft deployment procedure was completed as per instructions, but the distal bare stent failed to emerge from the bottom cap and could not be deployed. At this point, the release window on the blue rotation handle was checked to turn green. Tensioning the inner tube was applied left and right, up and down, to release the snag, but no improvement was observed. Since it was suspected that the barbs of the bare stent had become caught in the distal holes in the bottom cap, troubleshooting was attempted (advancing the outer sheath to the distal end of the stent graft, then securing the sheath and pulling back the blue rotating handle, then slowly rotating the sheath counterclockwise until the distal bare stent was removed from the outer sheath). The procedure was followed, but the sheath did not release, becoming caught on the bare stent and unable to be removed. The back-end cap of the handle was removed and the release wire was completely released, but the situation did not change. We attempted to remove the outer sheath by applying strong tension to it and inserting a coda balloon between the bare stent and graft, securing it at the graft, but the bare stent and outer sheath could not be removed. Due to the procedure, which involved pulling the outer sheath too forcefully, the stent graft migrated to the periphery, occluding the celiac artery, sma, and right renal artery. Unable to push it back toward the proximal end, the device had to be removed via laparotomy.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: an 82-year-old male patient with taa (thoracic aortic aneurysm) underwent endovascular treatment. Anatomical range of application: within the range of application. Dissection was suspected, but the physician determined it was treated as a thoracic aortic aneurysm. Patient anatomy before surgery and at the time of malfunction was reported with no calcification or high flexion in either left or right access. The device was placed in a straight position, and there were no problems with access. It was reported that there was no part of the procedure performed off-label or out of the patient selection criteria. The zta-d-36-190-w1 (complaint device) was scheduled to be placed distally via one debranch using left subclavian artery coverage, followed by a zta-p-42-225-w1 directly below the left common carotid artery. The zta-d-36-190-w1 delivery sheath was smoothly inserted through left access to the target site. The stent graft deployment procedure was completed as per instructions, but the distal bare stent failed to emerge from the bottom cap and could not be deployed. At this point, the release window on the blue rotation handle was checked to turn green. Tensioning on the inner tube was applied left and right, up and down, to release the snag, but no improvement was observed. Since it was suspected that the barbs of the bare stent had become caught in the distal holes in the bottom cap, troubleshooting was attempted (advancing the outer sheath to the distal end of the stent graft, then securing the sheath and pulling back the blue rotating handle, then slowly rotating the sheath counterclockwise until the distal bare stent was removed from the outer sheath). The procedure was followed, but the sheath did not release, becoming caught on the bare stent and unable to be removed. The back-end cap of the handle was removed, and the release wire was completely released, but the situation did not change. It was attempted to remove the outer sheath by applying strong tension to it and inserting a coda balloon between the bare stent and graft, securing it at the graft, but the bare stent and outer sheath could not be removed. Due to the procedure, which involved pulling the outer sheath too forcefully, the stent graft migrated to the periphery, occluding the celiac artery, sma, and right renal artery. Unable to push it back toward the proximal end, the device had to be removed via laparotomy. The patient seemed to be experiencing some intestinal ischemia, but his condition is stable. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The entire device was returned for evaluation. The device evaluation determined the following: zta-d-36-190-w1 was returned without shipping stylet, blue rotation handle, safety rod 1, safety rod 2, threaded wire knob, marking ring, wire knob and trigger wires. Stent graft was returned separately from the introduction system. The device evaluation found multiple indentations on the tip of the sheath, several severe compressions on the sheath along all length of the sheath and several marks from the barbs on the proximal part of the sheath. These damages may have occurred during manipulation of the device due to challenges with releasing of the stent graft from the bottom cap. Severe deformation of several barbs on the bare stent was observed during the inspection. The deformation was noted while the bare stent was still in the bottom cap, as well as after it was removed from the bottom cap. The deformation may have occurred due to the barbs being caught in the bottom cap. Several minor indentations and one deep burr were observed on the proximal part of the bottom cap. Some indentations were also observed in the wire hole 2. These may have occurred due to movement of the trigger wires during challenging deployment and troubleshooting. Multiple scratches were observed on the inner side of the bottom cap and were located all the way around the bottom cap and went out towards the edge. A burr was observed in the wire hole on the inner side of the bottom cap. The burr in the wire hole on the inner side of the bottom cap indicates that the barbs got stuck in the bottom cap and likely contributed to the inability to complete deployment. The inner diameter of the bottom cap was measured to 4.76-4.82mm which is within specification. The most distal stent on the stent graft was broken in several places, and the edge of the graft material was uneven. These damages may have occurred during explant of the stent graft. An image (a screenshot of a single CT image) was returned for evaluation. The image was reviewed by clinical personnel, and the following was determined: ¿imaging from an angiography procedure is provided for review along with the complaint report. The angiography procedure was on 30jul2025, and the study provided contains a single fluoroscopic image. The mid to distal segment of the zta-d-36-190 is in view. The graft is deployed to the distal stent, which is partially constrained at the graft markers. The distal bare stent remains constrained in the bottom cap. The delivery sheath is advanced over the bottom cap up to the distal graft markers. The distal sealing stent of the graft appears contorted and misshapen. A coda balloon (un-inflated) is positioned within or adjacent to the distal graft. This is coming from a separate sheath positioned more distally. There is also a diagnostic catheter coming from this sheath, adjacent to the coda catheter, positioned just below the graft.¿ a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. It was determined that the barbs of the bare stent became stuck in the bottom cap, which likely contributed to the inability to release the distal end of the stent graft. An internal action has previously been initiated to address this issue and relevant personnel has been notified on this complaint. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 22aug2025: patient outcome: the device had to be removed via laparotomy. Per (B)(6) 2025, the patient seemed to be experiencing some intestinal ischemia, but his condition is stable.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.